Event description:
It was reported that during a prostate procedure the fiber cap detached @ 141,461 joules at 23 minutes. The detached cap was not found. It is not clear if the cap detached inside or outside the patient. There was "no patient injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap has pushed forward in metal cap and is protruding from the metal cap; the metal cap exhibits severe detritus buildup; the glass cap exhibits moderate devitrification at output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.